Event description:
Leaking pheresis tubing at access spike in pheresis kit with lot number 04l15207. Company contacted. Okay to use this tubing. Leaking port has a barrier over it that prevents entry of contaminants into the system. If ffp is being used as a replacement fluid there is exposure to the leaking ffp on the machine.